Event description:
A customer reported experiencing a past event of high blood glucose levels, with incidences occurring throughout a week-long period. The highest level during these events was indicated as "high," and so the specific value remains unknown. Cause was not known. To address the high blood glucose levels, the customer changed the infusion set and cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.